Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the onetouch ultralink meter was powering off during use. The patient reported at an unknown time prior to the start of the alleged issue, she felt "stomach pains". The patient reported the alleged issue first occurred on (B)(6) 2013 at an unknown time. The patient denied receiving any treatment due to the alleged symptoms. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.